Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that the syringe packaging was not completely sealed on one side. The following was provided by the initial reporter: issue: the syringe packaging was not completely sealed on one side. Occurred during: upon opening of package. Direct patient involvement: n. Critical delay: n. Patient/clinical injury: n.